Event description:
Numbness in my left arm down to my hand, severe pain in my neck, hip pain, joint pain, swollen eyes, headaches constant, severe left breast pain and burning, nails are super fragile, hair loss, skin rashes, and autoimmune disease now. All happened from (B)(6) 2018 up until today (B)(6) 2023.